Manufacturer narrative:
Additional information was added to e4, g2 (add source), h10. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified extension set broke at one of the unspecified connections, resulting in a patient blood leak. This occurred during patient infusion with piperacillin and tazobactam. There was no report of patient injury or medical intervention associated with this event. No additional information is available.